Manufacturer narrative:
Device remains implanted.

Event description:
A report was received that the patient was receiving ineffective therapy. Coverage of paraesthesia was mostly left sided, and more was needed on the right side. An x-ray confirmed that the lead migrated. The patient underwent a revision procedure and the lead was repositioned. The patient was doing fine post-operatively.